Event description:
Same case as MDR ID: 2134265-2015-03296. This device was received with MDR ID: 2134265-2015-03296 with no reported issues. However, preliminary investigation revealed that catheter of the balloon was stuck on a non-bsc guide wire.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a maverick 2 balloon catheter with an unidentified guidewire. The balloon was loosely folded. There was blood inside the mid shaft, above the exit notch. Microscopic examination of the shaft revealed a 16.4cm tear in the shaft material at the guidewire exit notch, with additional damage done at the site of the notch. There were numerous kinks throughout the shaft of the device. Inspection of the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).